Event description:
The caller reported that an unspecified size and model of endotracheal tube was pretested and put in the patient tuesday, and on saturday they noticed the patient's peak pressures kept going up. The tube allowed for a suction catheter to be passed through and they could not see any occlusions or leaks. The patient was taken off the ventilator and they tried to bag the patient and they felt some resistance. They removed and replaced the tube and all was ok. They could not see anything wrong with the tube. Unfortunately they discarded the tube. There was no lot number available either.